Manufacturer narrative:
The initial MDR for this report was submitted on january 8, 2021, the submission passed but during the submission of the supplemental report, it was discovered that the initial MDR received an incorrect acknowledgment 3. The initial MDR recorded this MFR. Report number 8010047-2021-01124 but in the acknowledgment 3 recorded this MFR. Report number 8010047-2020-05977, and due to this system issue, olympus has decided to resubmit this initial MDR. The device referenced in this report was not returned to olympus for evaluation. Despite multiple attempts made by olympus, the device was not returned for evaluation. Based on the additional information provided by the customer, it appears that the issue may have been with the scope being used, and not with the cv-190 (video system center), as initially reported. Based on the legal manufacturer's investigation, the device history record (DHR) was reviewed, and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Event description:
A user facility reported that they encountered a no image problem before a procedure on a video system center. The issue occurred twice on the same day. There were no other devices involved in the reported event. The procedure was cancelled due to the issue. The patient was not under anesthesia and did not suffer any injury or require medical intervention. No additional information has been obtained.